Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the recharge time for her ipg is too long and that the antenna of the charging system emits heat. In an effort to resolve this matter, a replacement charging system was sent to the patient. Follow-up on the patient found that these issues persist with the use of the replacement charging system. Furthermore, the patient is uncertain whether the reported heating is generating from the charging antenna or the ipg. A consultation has been scheduled for further interrogation. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.